Manufacturer narrative:
Follow-up #1: date of submission 10/19/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were unexplained pump reboots observed in the black box on (B)(6) 2015 09:29; deliveries never resumed. On (B)(6) 2015 at 00:51, there was a pump reboot observed; deliveries resumed at 01:15. The battery compartment was cracked on the side near the threads and cracked above the bumper pad. The returned battery cap had stripped threads and was unable to fully attach to the pump; therefore, pump reboots were duplicated with returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24hr duration test with no power interruptions duplicated during this time. A review of the total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and no intermittent connections or moisture damage was observed.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: there were unexplained pump reboots observed in the black box on (B)(6) 2015 at 09:29; deliveries never resumed. There was another pump reboot on 09/10/2015. The battery compartment was cracked and the returned battery cap was unable to secure to the pump due to that and the cap having stripped threads; therefore, the original complaint was duplicated. A test battery cap was used and was able to secure to the pump with no reboots observed. The pump completed a 24 hour duration test with no power interruptions duplicated. A review of the total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and there was no evidence of internally moisture or damage observed internally. (B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) over 600 mg/dl with nausea, vomiting and extreme drowsiness associated with a power and damage issue. Reportedly, the patient remained on the insulin pump and was hospitalized and treated with insulin via their pump and IV fluids. It was reported that the battery compartment was cracked and the yellow o-ring was visible at the time of the power interruption. Reportedly, there was no damage to the battery cap. This complaint is being reported because the patient allegedly experienced hyperglycemia because of intermittent power to the pump as a result of damage.